Event description:
Determined to be reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention treatment procedure, a kink in the wire was noted. The physician was attempting to connect the addwire extension wire to the pt2 guide wire and the wire kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. Device analysis revealed the wire fractured.

Manufacturer narrative:
Device evaluated by manufacturer: the distal end of the hypotube has been fractured approximately 0.7mm distal of the proximal edge of the central marker band proximal of the threaded region presenting indications of low cycle bending overload when viewed microscopically. The hypotube distal of the fracture was not returned. The fractured end of the hypotube presents indications that the hypotube has been bent in opposite directions when viewed axially. Dried apparent organic material is present within the lumen of the hypotube. The wire shaft presents camber and multiple of varying severity bends scattered over the shaft length. No other damage or inconsistencies are noted to the specimen at this time. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).